Event description:
The customer reported intermittent exposure control. Also the image was null.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer states no service is required at this time. The system operates as intended.